Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: one 2000e-04 sample from lot 22055783 was received in opened packaging for investigation; residual blood was detected on the outer surface of the male luer. The feedback provided by the customer suggests that they were unable to flush fluid through the device; additional information suggests that the occlusion was detected during connection with a 10ml bd syringe. A visual inspection of the returned sample did not identify any obvious damage or manufacturing defects which could have caused or contributed to the reported occlusion. Functional testing was performed by connecting the returned sample to a 50ml bd plastipak syringe from stock and attempting to prime with fluid; in this instance, the customer's experience could not be replicated as the piston of the smartsite opened and no occlusions or flow restrictions were detected. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 22055783 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. It was not possible to confirm the root cause of the customer¿s experience in this instance. Testing of the returned sample did not identify any product defects or quality deviations that could have contributed to the customer¿s experience. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the smartsite component in the past 12 months.

Event description:
It was reported that during use with 2 bd smartsite¿ needle-free connector the cannula was clogged. The following information was provided by the initial reporter: smartsite needless connector that couldn¿t be flushed when attached to the cannula. They removed it form the cannula and tried to flush it and it still couldn't be flushed.